Event description:
Complaint alleges: during surgery on a pt, some staples did not hold and fell into the surgical field. The surgeon used another stapler successfully. It was reported that the pt has not been injured, and is fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.